Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and removed/replaced on (B)(6) 2020 due to tubing damage. Additional information received indicated ¿after 18 months titan stopped to work¿. The tube near the right cylinder was damaged. A titan touch pump, two cylinders, and reservoir were received for evaluation. Surface abrasion was noted on all pump tubing. No functional abnormalities were noted with any of the returned components.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, after 18 months titan stopped to work; the tube near the right cylinder was damaged. The device was removed/replaced and is available for return. Another titan was implanted immediately es2922 with increasing of length.